Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead impedance has increased from the 1100's in the old device to the 1900's in the new pacemaker after changeout. Capture and sensing is good and unchanged. The lead is still in use. No patient complications were reported as a result of this event.